Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was not able to be determined, as the reported issue could not be reproduced. Biomed was trying to determine if it was user error or device issue. Per email 21jul2021 to initial reporter, biomed stated, they removed this device from the patient room, and they did not know if another was brought in. Biomed tech gary states that after sending in the download and being helped by albert, it was determined that the arctic sun was not malfunctioning, it was most likely user error. Biomed tech gary had emailed a response, response is attached. No further follow ups required. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device was influenced by the reported failure, however the device met specifications during the evaluation. The device was in use by a patient. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Bmd investigation indicates that the reported issue was unconfirmed. Labeling review and risk review not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that was sent down from floor with note stating patient 37.5c device cooled patient to 36c and water temperature kept dropping into 20s even though patient was at target. The biomed was trying to determine if it was due to user error or device issue. Per follow up via phone 09jul2021, the biomed stated that after sending in the download, it was determined that the arctic sun was not malfunctioning, it was most likely to be user error. Per email 21jul2021 to initial reporter, biomed stated that they removed this device from the patient room, and they did not know if another device was brought in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device that was sent down from floor with note stating patient 37.5c device cooled patient to 36c and water temperature kept dropping into 20s even though patient was at target. The biomed was trying to determine if it was due to user error or device issue. Per follow up via phone (B)(6) 2021, the biomed stated that after sending in the download, it was determined that the arctic sun was not malfunctioning, it was most likely to be user error. Per email (B)(6) 2021 to initial reporter, biomed stated that they removed this device from the patient room, and they did not know if another device was brought in.